Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Event description:
It was reported that patient is experiencing worsening depression and they are certain vns is not working. Vns was interrogated and showed that it is at end of service. Physician attempting to get patient¿s generator replaced. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's device was found to be at end of service at the time the reported increased depression was reported, so it can be concluded that the event is related to normal expected battery depletion. Additional information received noting that the increased depression was back to pre-vns baseline levels and the physician noted that they hope the patient can have a battery replacement soon as they feel they benefitted from the vns. Per the physician the main cause of the increased depression is due to the vns not working properly, battery depletion.

Manufacturer narrative:
B4: date of this report, corrected data: initial report inadvertently noted 01/13/2022 as the report date when it should've been 01/13/2023. B5: describe event or problem, corrected data: initial report inadvertently left out relevant information.